Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6) revealed no issues found when checking out the rtm. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the cord feels "soft right before the donut part and sometimes they have to unplug it and plug back in or wiggle it. The pt says the rtm gets hot, and end of rtm cord looks intact. They said port of controller looks intact. Pt says that sometimes the controller doesn't take a charge right away "and the light doesn't blink". No symptoms were reported. Additional information was received from the patient. Pt called back stating that the rtm was replaced, however they had a problem charging the controller. Pt stated that the ac power supply cord would wobble up and down when connected to the controller. Pt stated that they had to reset the controller and then they charged the implantable neurostimulator (ins) which charged real quick. Pt stated that they noticed when the device got to 100% and then they charged it, it didn't charge the battery in back to 100% and the light didn't blink anymore when charging the controller. Pt confirmed that the replacement rtm was working, so pss understood that there was not an issue recharging the ins. Pt noted that they were currently recha rging the ins so they would need to charge the controller again. Pt stated that they tried that side on the donut to get it but it didn't work. Pt asked if they had to use a particular side of the rtm paddle to recharge ins; pss reviewed requested information with the pt. Pt stated that it got hot where the rtm cord went into the paddle. Pt confirmed again that they were using the replacement rtm and that the replacement rtm was working, so pss understood that the pt was describing the issues with the old rtm. Pt stated that they could see a bigger hump where the cord connected to the donut and the other side had a less hump so they put the paddle on the less hump side since it worked better that way as with the other side they would have to keep moving it. Pt confirmed again that the replacement rtm was working, so pss understood again that the pt was referring to the issues with the old rtm. Pt stated that one time they moved a, b and c as they tried b and it didn't work, c was working but not the way they wanted so they tried a which was working. When asked for the event date, pt stated that it was about four days ago (same time-frame as documented in this case).